Event description:
It was reported 7 bd alaris¿ smartsite¿ extension sets had flow issues. The following information was provided by the initial reporter: "can¿t priming at beginning".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported 7 bd alaris¿ smartsite¿ extension sets had flow issues. The following information was provided by the initial reporter: "can't priming at beginning."

Manufacturer narrative:
H.6. Investigation: four 20039e samples were received for investigation in closed packaging from lot: 21065304. No connecting products were received to assist the investigation in this instance. Functional testing involved connecting the received 20039e samples to a bd plastipak 50ml syringe from stock. No occlusions or flow restrictions were observed in all cases, and the piston of the smartsite of each returned product opened upon connection to each syringe. A review of the production records for lot: 21065304 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.